Event description:
On (B)(6) 2012, pt reported the infusion device does not correctly deliver the basal rates and this resulted in hyperglycemia. Pt reported there were 207 units of insulin remaining in the cartridge when he went to bed on (B)(6) 2012, and there were still 207 units remaining when he work up on (B)(6) 2012. His basal rates are programmed correctly and are set to 2.0 units per hour starting at 10:00 p.m. Blood glucose elevated to 300 mg/dl, and his normal blood glucose is 90-120 mg/dl. The infusion device was in the run mode at the time of the report, and there were 146 units of insulin remaining in the cartridge. The total insulin delivery was 75.2 units on (B)(6) 2012 and 86.0 units on (B)(6) 2012. No error messages were received on the infusion device, cartridge, and adapter were replaced and requested for evaluation. Pt uses a competitor's infusion set. The pt did not require treatment from a health care professional or second party to address the issue. Three additional attempts were made to follow-up with the pt, and these were unsuccessful.